Manufacturer narrative:
The reported event was confirmed. The device was not returned but evidences were provided based on the reported data in the clinical study. From data provided, it is reported that the patient, a male, "had 6/6 positive intraoperative cultures for c acnes. He has been treated (...) With infectious disease and is currently on IV ceftriaxone". Since data were provided, the opinion of a medical expert was sought and stated as following: "the adverse event of infection is not device related. It is a well-know infection type especially in males with a low-virulent skin bacteria, c. Acnes. It is known that this kind of surgical site infection can be dormant for a longer time before becoming symptomatic (several years after index) surgery. The slow build up of fluid in the joint stretches the soft tissues progressively and may lead to joint instability and the formation of a cysts, that may eventually become a fistula if the infection is left untreated. Other than mentioned above there were no other risk factors for infection". Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by skin bacteria (c. Acnes disease). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
Patient underwent revision surgery. The patient noticed shoulder instability. A small cysts was noticed on the shoulder and an ultrasound/ biopsy was completed. The post op infection was confirmed. During the revision, all devices were explanted and replaced with a spacer.